Event description:
The user failed a free psa proficiency survey for one of two samples. The survey sample had a mean value of 1.796 ng per ml. The allowable range was 1.56-2.316 ng per ml. The original result that was submitted was 4.49 ng per mil. When they received the survey results, the user reran the same sample on (B)(6) 2009 and it recovered 5.56 ng per ml. No erroneous pt results were generated. If additional info is received, appropriate notification will be provided.